Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2021-13507. Reference MFR. Report#: 3006705815-2021-01990.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-13507. Reference MFR. Report#: 3006705815-2021-01990. It was reported the patient had been receiving inadequate coverage/therapy. As a result, the patient's scs system was explanted and replaced to address the issue.